Event description:
It was reported that the patient was no longer able to hear with his device. Testing was carried out which showed 9 channels with status hi, 2 channels with status -- and one channel being ok. The patient was re-implanted in 2009.

Manufacturer narrative:
The device has been explanted, and returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.